Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At 12:00 pm the patient received a blood glucose result of 475 mg/dl on his aviva combo system. At this time the patient bolused 13 units of humalog. At 4:00 pm the patient received a blood glucose result of 485 mg/dl. The patient experienced elevated blood glucose symptoms of nausea and vomiting. The patient was transported to the hospital by his wife and arrived at approximately 6:00 pm. Upon arrival at the hospital, the patient received a blood glucose result of 500 mg/dl on the professional meter. The patient was diagnosed with diabetic ketoacidosis and was treated with humulin through an IV drip. He was also treated with zofran and fluids. The patient was hospitalized from 6:00pm on (B)(6) 2019 and was released around 6:00pm on (B)(6) 2019. The infusion device was requested to be returned for product evaluation.